Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reports that power button test passed. Issue resolved by replacing the power board electronics.

Event description:
Customer reported that the bellavista 1000 unit is turning on/off independently. There is no patient information associated with the event.